Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working anymore and keypad was locked as well as it was just alarm. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump error detected due to connector resistance issue.